Event description:
Surgeon was using the novasure advanced suresound impedance controlled endometrial ablation disposable device (model#: 2013, catalog#: ns2013kitu, lot#: 20a27rb) when error code 'cavity assessment failure' showed on the screen. Md attempted to fix 'cavity assessment failure' error, when filter error then occurred. A second novasure device was opened to replace filter (suction line desiccant) on the 1st defective novasure device. Md stated, because 2nd package was opened to get filter which was being filled to capacity with blood, to go ahead and use the second wand. The second novasure device was placed on the field, then co2 cartridge error 'replace co2' occurred, and a new co2 cartridge was placed. Procedure was then attempted with 2nd wand, but this one also had a 'cavity assessment failure' error code with several attempts made to correct the issue. The original intended procedure was discontinued without success. Manufacturer provided (B)(4) # for tracking and product return packaging for both of the novasure advanced suresound impedance controlled endometrial ablation disposable device kits (lot#'s: 20a27rb and 19c14r).